Event description:
It was reported that during an unspecified procedure the balloon damage occurred. The lesion in the left anterior descending artery was successfully treated with a 3.0x12mm apex balloon without any patient complications. Patient status reported as "ok". However, after treatment when the device was removed from the patient and was outside the body, the balloon got stuck on a non-bsc guide wire. The wire severed the balloon and it came apart.